Event description:
During follow-up for a previously reported peritonitis event a peritoneal dialysis nurse (pdrn) reported a peritoneal dialysis (pd) patient experienced symptoms of cloudy pd effluent. The nurse reported as a result, the patient was seen in the outpatient pd clinic on (B)(6) 2022 and a pd culture was obtained. The pdrn reported that the pd culture generated an elevated lymphocyte count, result unknown, but did not have any organism growth. The patient was treated with intra-peritoneal (ip) vancomycin, dose not reported on an outpatient basis. The cause of the patient¿s peritonitis was suspected to be the result of a hypersensitivity/inflammatory reaction to pd therapy. The nurse stated the patient has a past medical history of generalized hypersensitivity with pre-existing skin rashes, and the previously reported peritonitis event. The nurse stated that because of a suspected biocompatibility issue, from two episodes of eosinophilic peritonitis, the patient is not likely a good candidate for pd therapy. It was reported the patient is expected to be transitioned to hemodialysis modality.